Event description:
It was reported that this implantable cardioverter defibrillator (ICD) delivered an important amount of inappropriate anti-tachycardia pacing (atp) and an inappropriate shock for a conducted arrhythmia. The rhythm after the shock returned to sinus rhythm. Different programming options were suggested for this ICD that remains in service. No additional adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) delivered an important amount of inappropriate anti-tachycardia pacing (atp) and an inappropriate shock for a conducted arrhythmia. The rhythm after the shock returned to sinus rhythm. Different programming options were suggested for this ICD that remains in service. The patient also reported feeling blurred vision. No additional adverse patient effects were reported.